Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, there was a shaft fracture. The lesion was located in the mid left anterior descending (lad) coronary artery. The lesion was complex, calcified and tortuous. The lesion was predilated using a 2.5x15mm maverick balloon. The physician advanced a 2.5x20mm taxus express2 drug eluting stent and tried to cross the lesion when the hypotube fractured. The device was pulled out of the patient. Then another taxus express2 stent of the same size was advanced to complete the procedure. No patient complications were reported and the patient was reported as "ok."